Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, caregiver, reported that the customer was receiving erratic readings on their adc blood glucose monitor. The following readings were provided and were taken at an unknown date and time: 50 mg/dl, 150 mg/dl, and 200 mg/dl. The caller further reported that on the night of (B)(6) 2017 the customer was feeling nervous and an hcp prescribed sedatives. The caller reported that the customer continued to feel nervous and indicated that the customer experienced a loss of coordination and subsequently lost consciousness. On (B)(6) 2017 the customer went to the hospital and was diagnosed with high glucose and ketoacidosis. The customer was treated with rapid insulin and serum.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A caller, caregiver, reported that the customer was receiving erratic readings on their adc blood glucose monitor. The following readings were provided and were taken at an unknown date and time: 50 mg/dl, 150 mg/dl, and 200 mg/dl. The caller further reported that on the night of (B)(6) 2017 the customer was feeling nervous and an hcp prescribed sedatives. The caller reported that the customer continued to feel nervous and indicated that the customer experienced a loss of coordination and subsequently lost consciousness. On (B)(6) 2017 the customer went to the hospital and was diagnosed with high glucose and ketoacidosis. The customer was treated with rapid insulin and serum.